Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device'), uterine haemorrhage ('abnormal uterine bleeding') and device expulsion ('malposition of essure device location of device: uterus') in a (B)(6) female patient who had essure (batch no. B40014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stomach pain, chronic renal insufficiency and gerd. Approximate weight at the time of essure placement 260 lbs. Unspecified date - sonohysterography performed due to historical stomach pain; severe could not stand up. On (B)(6) 2017, surgery (other) type of surgery: marina iud. Reason for discontinuation of mirena was to stop bleeding. On (B)(6) 2017, history of present illness: presents with abnormal uterine bleeding secondary to a presumed endometrial polyp. She also had an endometrial biopsy that showed polypoid fragments and disordered proliferative endometrium. Surgical pathology report: specimen type: a: endometrial curettings. Clinical impression and history: adenomyosis, menorrhagia on (B)(6) 2017, surgical pathology report: specimen type: a: left breast 2:00 8cmfn 2cores. Microscopic description: review of the material reveals fat necrosis with foreign body type repair. Concurrent conditions included adenomyosis since (B)(6) 2017, hypertension, hysteroscopy, uterine dilation and curettage and morbid obesity. Concomitant products included tranexamic acid (tranexamic) for dysmenorrhea, levonorgestrel (mirena) since (B)(6) 2017 for haemorrhage nos as well as cetirizine hydrochloride since 2009, ciclosporin (cyclosporine) since 2002, diltiazem since 2002, lisinopril since 2002 and omeprazole (prilosec) since 1997. In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("persistent pelvic pain /pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 months 14 days after insertion of essure. In (B)(6) 2017, the patient experienced fungal infection ("infection (other) describe: yeast"). On (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding/ menstrual issues") and abdominal pain ("abdominal pain"). The patient was treated with paracetamol (acetaminophen) and surgery (dilation and curettage and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, uterine haemorrhage, menstrual disorder, depression and anxiety outcome was unknown, the device expulsion, cystitis, urinary tract infection, fungal infection, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased and abdominal pain had not resolved and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, cystitis, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure was not removed. Patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: confirmed essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia and uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of events: vaginal hemorrhage. Menorrhagia, pelvic pain were updated. Rcc note added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device'), uterine haemorrhage ('abnormal uterine bleeding') and device expulsion ('malposition of essure device location of device: uterus') in a 41-year-old female patient who had essure (batch no. B40014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stomach pain, chronic renal insufficiency and gerd. Approximate weight at the time of essure placement 260 lbs. Unspecified date - sonohysterography performed due to historical stomach pain; severe could not stand up. On (B)(6) 2017, surgery (other) type of surgery: marina iud. Reason for discontinuation of mirena was to stop bleeding. On (B)(6) 2017, history of present illness: presents with abnormal uterine bleeding secondary to a presumed endometrial polyp. She also had an endometrial biopsy that showed polypoid fragments and disordered proliferative endometrium. Surgical pathology report: specimen type: a: endometrial curettings clinical impression and history: adenomyosis, menorrhagia on (B)(6) 2017, surgical pathology report: specimen type: a: left breast 2:00 8cmfn 2cores microscopic description: review of the material reveals fat necrosis with foreign body type repair. Concurrent conditions included adenomyosis since (B)(6) 2017, hypertension, hysteroscopy, uterine dilation and curettage and morbid obesity. Concomitant products included tranexamic acid (tranexamic) for dysmenorrhea, levonorgestrel (mirena) since (B)(6) 2017 for haemorrhage nos as well as cetirizine hydrochloride since 2009, ciclosporin (cyclosporine) since 2002, diltiazem since 2002, lisinopril since 2002 and omeprazole (prilosec) since 1997. In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("persistent pelvic pain /pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 months 14 days after insertion of essure. In (B)(6) 2017, the patient experienced fungal infection ("infection (other) describe: yeast"). On (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding/ menstrual issues") and abdominal pain ("abdominal pain"). The patient was treated with paracetamol (acetaminophen) and surgery (dilation and curettage and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, uterine haemorrhage, menstrual disorder, depression and anxiety outcome was unknown, the device expulsion, cystitis, urinary tract infection, fungal infection, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased and abdominal pain had not resolved and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, cystitis, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure was not removed. Patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: confirmed essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia and uterine haemorrhage. Lot number: b40014 manufacturing date: 2013-05 expiration date: 2016-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.